Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported the steps taken were they had to adjust the bladder stimulator. The issue was confirmed resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that on friday they had foot surgery and was told that it wouldn't be a problem. The patient said that they put in a nerve block and said they were having a little trouble after the surgery as they were going to the bathroom quite a bit. The patient also said that they had to take pain medication for the foot surgery and didn't know if that may be contributing to their bladder issues. The patient's husband said that they did up the setting yesterday to 3.7 and the patient said that they upped the setting before and it helped for a little bit. The patient said that last night they peed about 7 times and were getting up every couple of hours. Reviewed therapy information and general programming guidance including how setting affects ins battery longevity. With instruction, the patient's husband connected to the implant, switched programs, and adjusted the setting. On the new program the patient stated that they felt the stimulation at 0.2. They will maintain stimulation level and will continue to track symptoms. They confirmed stimulation was in the bicycle seat area and comfortable. The patient was redirected to consider contacting their prescribing physician (for foot surgery) or a pharmacist to discuss side effects from the pain medication.